Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. The fse checked all connections, left the iabp unit running for two (2) hours, and the iabp unit did not shut down. The fse installed a new safety disk and a tidal volume disk, and completed a full calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a sudden black screen followed by a shutdown. The iabp console was swapped out without issue. The iabp was sent to the bio-med awaiting evaluation. No patient harm, serious injury or adverse event was reported.